Event description:
Related manufacturer reference number: 2017865-2022-10853. It was reported that the patient expired due to underlying cardiovascular disease. No further information was available.

Manufacturer narrative:
The event of patient death was reported. As received, only the connector portion of the lead was returned in one piece, measuring 18.8 cm. Visual examination of the lead portion did not find any anomalies with the exception of procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.